Event description:
The pump was returned for investigation. Investigation revealed a dim display screen and a hole in the audio bolus button. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was observed to be dim and pink. The dim display screen was replaced with a new test display and functioned normally. The audio bolus button cover was observed to have a hole at the center of the button and still functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).